Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the site claims that their imaging system is inaccurate. The rep went to the site to perform a verification and it showed that it was approximately 2.3 mm inaccurate. The rep attempted a calibration but was unable to pass. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned right tracker resulted in an electrical failure being found through functional testing, performance testing, and visual/physical examination. Analysis states that the tracker assembly is found to be faulty in that manipulation of the attached cables while testing causes drop out. Analysis on the returned multiple left trackers and the tracker cable resulted in no failure being found through functional testing, performance testing, and visual/physical examination. Analysis states that, all six markers were tracked while tested between 4 feet and 10 feet as measured by bi-990-00925 (cal done 18sept2018 and due 18sept2019). No problem found while under test. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the trackers failed the accuracy test. The representative replaced and re-calibrated the left and right trackers. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.